Manufacturer narrative:
This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery had been performed on unknown date, the patient experienced neck fracture of one (1) unkn anthology hip impl, that had one (1) oxinium fem hd 12/14 36 mm xl/+12. This adverse event was solved revision thr surgery on (B)(6) 2024, in which the implant was explanted. Patient's current health status is unknown. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported event was analyzed. Although the involvement of all the devices was reported, the relationship with the investigated failure was directly associated to the unknown anthology hip implant. The device was not returned for evaluation. However, the photographs were reviewed, and revealed that the neck of the unknown anthology hip implant is fractured. A review of the instructions for use documents for total hip systems revealed that failure to observe the warnings and precautions, trauma, strenuous activity, implant alignment, patient non-compliance, involuntary muscular disorders, improper or duration of service increase the risk of loosening, bending, cracking, or fracture of implant components, which may lead to revision surgery. This has been identified as an adverse event in primary and revision surgery. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file, prior actions and product prints review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.